Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier did not close. The surgeon found the tips were not lining up. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the incident occurred prior to clip application (instrument inserted into the patient). The type of clip was a medium large green hem-o-lok. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The issue occurred on the second clip application attempt. The surgeon used a back up instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with both grips bent. As a result, the clip could not be properly loaded on the grips. Functional clip test was not performed due to the clip grip damage.